Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a low body mass index (bmi) and developed a hematoma and the system started to erode. A revision procedure was performed due to the erosion. The s-ICD and electrode were explanted due to the hematoma and erosion. No additional adverse patient effects were reported.